Event description:
It was reported that during the trial lead implant procedure, the lead had several invalid impedances. The physician attempted to reposition the lead multiple times and the issue persisted. The lead was removed and replaced by a new lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.